Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or display anomaly was noted during testing. The insulin pump had a cracked reservoir tube lip, a cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window, and a stained end cap sticker.

Event description:
It was reported that the customer received a button error alarm from her insulin pump. The customer stated, the keypad was nonresponsive, and the numbers on the display screen were scrolling endlessly. The customer's blood glucose level was 77 mg/dl. Standard troubleshooting was performed. The customer stated she wears the insulin pump in her bra and it could have been exposed to sweat. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.